Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify motor error alarm due to blank display. Pump had corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and a keypad anomaly. Customer¿s blood glucose was 17.0 mmol/l at the time of incident. Customer stated that the insulin pump turned off after the battery has been changed. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.